Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.